Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: during the investigation, it was noted that there was moisture present in the display lens. A leak test was performed and indicated two leaks along the display lens and the case joint. The device was opened and it was noted that there was moisture ingress. Unrelated to the original complaint, it was noted that when the pump was powered on, the display appeared to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.